Manufacturer narrative:
The anesthesia system was investigated by the hospital biomedical engineer. No faults were found, no parts needed to be replaced. The logs were downloaded and after successful testing, the device was cleared for clinical use. Additional information show that the user started the case in automatic mode and seems to not have been aware of that. The received logs contain clinical alarms that show that there were issues with ventilating the patient. The logs show further that they used the o2 flush and tried to manupilate the apl several times while being in automatic mode which will not have any affect in automatic ventilation mode. During a short period of time (a few minutes) in manual ventilation mode, they seem to have been able to ventilate the patient without the generation of alarms and no attempts to use the o2 flush were made. We have not been able to determine any root-cause of the event. H3 other text : 4114.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
During patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).